Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. (B)(4).

Event description:
A nurse reported that two knives were blunt during separate surgeries. Alternate knives were obtained in order to complete the procedures without any complication. There was no impact to any patient.

Manufacturer narrative:
Two opened knife samples were received in blade protector trays inside of a bag for the report of being blunt. The returned samples were visually inspected and were found to be nonconforming with damaged tips and damaged cutting edges. Penetration testing could not be performed due to the damaged condition of the samples. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are three additional complaints associated with the lot for the reported issue. The photos attached to the parent complaint were reviewed by the investigation site. Photo number one is of the custom pak list therefore, no information about the reported complaint issue could be obtained. Photo number two shows two knives seated correctly in blade protector trays, the handles of both knives are labeled which confirms the type of knife in the reported complaint however, damage to the blades cannot be confirmed. Photo number three is a close up of the labeling from photo number two which, again, confirms the knife type in the reported complaint. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when the product is improperly removed or inserted after use, from improper handling or from contact with another instrument during surgery or set-up. The exact root cause for the damaged knife samples is unknown therefore, specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged cutting edges and damaged tips exhibited on the returned opened samples, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).